Event description:
Customer stated; pump is malfunctioning, won't stop will continue to run when food is gone, will pump air into the patient's stomach. Patient injury or medical intervention reported: no patient injury reported. Additional patient information: formula, tolerex, rate 75 ml/hr., dose inf.

Manufacturer narrative:
Method: actual device was evaluated. Results: the evaluation included performance testing (accuracy, verification of air/no food alarm, etc.). Multiple formulas and settings were used to recreate the failure experienced by the customer. The pump performed according to specification during each run (alarmed and shut off after food was gone). The set that was used with this pump when the event occurred could have contributed but, was not returned for evaluation. Conclusion: the alleged complaint/defect could not be duplicated. The pump performed according to specification.